Event description:
As initially reported by non-healthcare professional, consumer reportedly experienced an ocular issue following the use of contact lenses, which necessitated hospitalization. During clinical evaluation, the consumer was diagnosed with a bacterial infection caused by pseudomonas aeruginosa. It was reported that the consumer was isolated during the diagnostic process. Verbal information indicated that the identified infection resulted in a significant deterioration in vision. The current status of consumer eye was symptoms resolved at the time of report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).